Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the surgeon took described stapler for lung parenchyma. The stapler was new, out of the box, with preloaded sulu. When he fired the stapler, using preloaded sulu, he saw that half of the staples on one side were missing (from distal left half on the loading). The knife cut through parenchyma and he had to use sutures to stop the bleeding. There was injury, the surgery was extended by more than 30 minutes, the excision was extended by more than 1 inch. There was tissue loss.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. The sulu was received fully applied and the interlock was not engaged. Additionally, staple pressure ridges were noted. Microscopic inspection of the knife blade displayed no damage. Functionally, a test sulu was loaded into the returned device and applied to the appropriate test media with acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.